Event description:
In 2004, a lrs (limb reconstruction system) fixator with a compression/distraction unit was applied to a pt in order to perform a tibial lengthening and correction. A tibia osteotomy was made for this purpose. Some days later, when the surgeon was going to start the lengthening or correction procedure (the info provided is not clear on this point), he noticed that the compression/distraction unit did not work properly. He, therefore, replaced the compression/distraction unit with a new one in the dr's office.